Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were too many patient's data on the hard drive. Patient data were removed and resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system monitor stays black upon booting. This issue was noted outside of a procedure, and there was no patient involvement.